Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone distal to the bevel edge; the distal end of the fiber/glass cap and the metal cap are detached and not returned; the glass cap exhibits severe devitrification at the output window; the output area appears depressed; the outer flow tubing open end exhibits scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, at 28,373 joules; 3:53 minutes of use, turning in its "shelve", was noted. At 23,057 joules; 2:32 minutes of use, the second fiber reportedly was turning in its "shelve". The third fiber "doubting on wrong handling fiber getting out by wrong gesture" at 149,000 joules; 13 minutes of use. The fourth fiber &#49298;oked&#55297;t 394,215 joules; 40 minutes of use. The fifth fiber was used to complete the procedure. There was no report of patient injury. This report is regarding the fourth fiber.